Event description:
It was reported that the patient was hospitalized for shortness of breath and multiple ventricular assist device (vad) low flow alarms. The vad speed was increased to 2400 but the vad exhibited suctioning, and the speed was decreased to 2340. It was suspected that the low flows were due to some recovery of the patient's left ventricle (lv) noted on the echocardiogram. It was also reported that the patient was previously seen in the clinic and the vad speed was dropped to 2300. The patient is not a candidate for an explant due to the patient¿s tenuous health and age. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This complaint is part of the retrospective review and remediation per (B)(4), non-complaint retrospective review and remediation plan for mcs. This event has been updated to reassess the complaint classification and coding. Revision or updating to any other complaint information or tasks will be performed as applicable based on the reassessment. (B)(4) was not returned for evaluation. The reported low flow and suction events were not confirmed since log files covering the reported event date were not available for analysis. Information provided by the site indicated that the patient was hospitalized for shortness of breath. The vad speed was increased to 2400 and then decreased to 2340. It was suspected that the low flows were due to some recovery of the patient's left ventricle (lv) noted on the echocardiogram. It was also reported that the patient was previously seen in the clinic and the vad speed was dropped to 2300. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow and suction events including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.